Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had no button error alarm and it had minor scratches at the display window. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer stated via phone button error message on the insulin pump. Customer was getting ready to do bolus, but was unable to do so since the buttons were not working. Customer took battery out of insulin pump since nothing was working. Customer blood glucose was unknown. Customer does not recall any significant events leading to the error message. Customer was advised to discontinue use of the pump and revert to a backup plan.